Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e329 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, bag leak and alarm #19: fluid balance limit. No trends were detected for these complaint categories. This assessment is based on information available at the time of the investigation. At the time of this report, the manufacturer was still waiting on the kit return. A supplemental report will be filed when kit has been received and the analysis of the kit is complete. (B)(4). Device not yet returned to manufacturer.

Event description:
The customer called to report a blood leak from the return bag during a treatment procedure after 737 ml of whole blood processed. The customer stated that when they noted the leak, they clamped the line at the bottom of the bag which they believe was the source of the leak. The customer reported that there was 500 ml in the return bag. The customer stated that the instrument was not returning anything to the patient. The customer reported that the treatment was in double needle mode with a return rate of 40 ml/min and a collect rate of 35 ml/min. The customer also stated that an alarm #19: fluid balance limit alarm occurred. The customer reported that the treatment was aborted with no blood/products returned to the patient. The customer stated that the patient was fine, and that after a post treatment complete blood count (cbc) they completed another treatment for this patient. The customer has agreed to return the kit for investigation.

Manufacturer narrative:
The product return has still not been received for this case, thus the product return will be closed. In communication with the customer it was recognized that the product was returned in an untracked shipping box; one that was not provided by the manufacturer, and that the product was never received at the investigation site. The whereabouts of the product is unknown and due to the time that has passed, this product return investigation will be closed. Should the kit become available for investigation, the product return record will be reopened. (B)(4). Device not returned to manufacturer.